Event description:
This patient was admitted with a positive stress test. Angiography revealed 2-vessel coronary artery disease. Three months later, the patient was admitted for coronary intervention of the mid lad. The lesion was an 18mm, 80%, heavily calcified stenosis. The vessel was mm in diameter. The lesion was predilated to 20 atms with a non-cordis ptca balloon. A cypher us rx 2.50 x 23 was then deployed to 14 atms. Following stent deployment, a dissection was noted. This was treated with post dilation with a 2.0 x 16 mm balloon inflated to 20 atms. There was no residual dissection following post dilation. The patient was discharged the following day. There were no reports of angina. Eight days post procedure, the patient experienced an mi. The following day the patient's cardiac enzymes peaked (ck 1929 and ck-mb 100.8). The following day, angiography revealed a thrombosis within the cypher stent in the mid lad. Four days later the patient died. The cause of death is listed as mi.

Manufacturer narrative:
Additional informaiton will be submitted within 30 days of receipt.

Manufacturer narrative:
Please note that was revised to reflect the correct date of implant from (B)(6) 2010 to (B)(6) 2010. No additional details are available at this time and no further reports will be forthcoming.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent thrombosis, dissection, mi and death are known potential adverse events associated with implanting coronary artery stents. The heavily calcified lesion characteristics may have contributed to the dissection. The patient's medical history (diabetes and smoking) may have contributed to the reported thrombosis, mi and death. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Manufacturer narrative:
An additional device history record (DHR) review was conducted of the new events and the product met quality requirements for product acceptance. Additional clarification is still pending and will be submtited within 30 days upon receipt.

Manufacturer narrative:
Additional information was received from the clinical events committee (cec) which indicated that the patient had an episode of chf in the post mi period, which resolved after diureses. Furthermore, he did have some non-sustained ventricular tachycardia again in the early post-operative period, but nothing after (B)(6) 2010. The right groin hematoma was reported by the site as < 5cm and beginning on (B)(6) 2010. No treatment was required. The cardiology discharge note reported the patient had a sensitive area of ecchymosis on his right groin at the time of discharge. The patient was discharged in stable condition on (B)(6) 2010 on dual antiplatelet therapy. His warfarin was held in view of his initiation on prasugrel. On (B)(6) 2010 at 11:45, the patient expired suddenly at home. No autopsy was performed. Immediate cause of death listed on the death certificate was acute mi. The opinion of the principal investigator after speaking with the patient's family was that the patient experienced sudden death most likely to a ventricular tachyarrhythmia secondary to his recent mi, as noted in his letter written to the institutional review board. The cec agreed that the patient had a cardiac death and sub-acute thrombosis on the day of his death but disagreed with the mi. Additional information is pending and will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from the cypress study indicated that a patient experienced a dissection, myocardial infarction twice, stent thrombosis twice, had an episode o ventricular tachycardia (non-sustained) and died from cardiac death having a coronary artery stent implanted. The patient¿s medical history is significant for hyperlipidemia, hypertension, tia, copd and diabetes. The target lesion was the mid left anterior descending artery (lad). The lesion was an 18mmin length, 80% stenosed and heavily calcified. The lesion was predilated to 20 atms with a non-cordis ptca balloon. A cypher us rx 2.50 x 23 was then deployed to 14 atms. Following stent deployment, a dissection was noted. This was treated with post dilation with a 2.0 x 16 mm balloon inflated to 20 atms. There was no residual dissection following post dilation. The patient was discharged the following day. Eight days later the patient experienced an mi; angiography was performed the following day and revealed thrombosis. The event was treated with revascularization. The patient also went into congestive heart failure, was treated with diuretics and experienced runs of non-sustained ventricular tachycardia. The patient¿s platelet activation test showed that he was not responsive to clopidogrel and he was switched to prasugrel. Four days later the patient died suddenly at home. The opinion of the principal investigator, after speaking with the patient¿s family, was that the patient experienced sudden death most likely to ventricular tachyarrhythmia secondary to his recent mi. The adjudication committee also asserts that there was stent thrombosis at the time of death. The cause of death is listed as mi. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Stent thrombosis, dissection, mi and death are known potential adverse events associated with implanting coronary artery stents. The heavily calcified lesion characteristics may have contributed to the dissection. The patient¿s medical history (diabetes and smoking) as well as unresponsiveness to plavix may have contributed to the reported thrombosis, mi and death. There is no indication that there is a design or manufacturing related issue therefore no action is required.